Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: delay in procedure-surgical intervention. Device issue: difficult to insert/difficult to remove. It was reported that after a failed attempt to stent the first lesion in the cx, and a failed attempt to cross further distally to treat a second lesion in the cx marginal, the voyager was placed through the first lesion in the cx in order to exchange the bmw guide wire (resistance felt during removal), for a wiggle guide; however, the wiggle guide wire would not insert into the hub of the catheter. After several different guide wires were used and failed to go through the hub, the issue was determined to be with the catheter. The proximal end of the used bmw guide wire was successfully inserted through the hub into the vessel; however, it would not pass by an acute bend, as it was too stiff. The guide wire and the voyager were removed from the pt, and vessel access was lost. The vessel was unable to be re-accessed. Additionally, sometime during the procedure a dissection occurred; however, attempts to treat the dissection were unsuccessful due to the inability to re-insert the guide wire into the voyager, resulting in a delay in procedure. Subsequently, the decision was made to send the pt to surgery. No additional event or pt info is available.